Event description:
The hospital reported that during several coronary artery bypass procedures, eight heartstrings seals did not deploy out of the deliver tube into the aorta. The surgeon used replacement units to complete the procedures. No patient complications were reported by the hospital. The hospital did not provide the date of the cases and the number of units that failed in each case.